Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], vaginal pain [vaginal pain], abdominal pain [abdominal pain] , headaches [headache] , gastrointestinal issues [gastrointestinal disorder] , reflux [gastroesophageal reflux] , irritable bowel [irritable bowel], proctalgia fugax [proctalgia fugax], tachycardia [tachycardia] , muscle pain [muscle pain] , joint pain [joint pain] , electric pain [neuropathic pain] , nosebleed [nosebleed] , memory loss [memory loss] , fatigue [fatigue], stress [stress] , difficulty concentrating [concentration impairment] , hypersensitivity to smells [hyperosmia] , hypersensitivity to noises [sound sensitivity increased] , hypersensitivity to touch [touch sensitivity increased] , giant urticaria [giant urticaria] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2025. The most recent information was received on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. 20218447) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced pelvic pain (seriousness criterion medically important), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("reflux"), irritable bowel syndrome ("irritable bowel"), levator syndrome ("proctalgia fugax"), tachycardia ("tachycardia"), myalgia ("muscle pain"), arthralgia ("joint pain"), neuralgia ("electric pain"), epistaxis ("nosebleed"), amnesia (" memory loss"), fatigue ("fatigue"), stress ("stress"), disturbance in attention ("difficulty concentrating"), parosmia ("hypersensitivity to smells"), hyperacusis ("hypersensitivity to noises"), hyperaesthesia ("hypersensitivity to touch") and angioedema ("giant urticaria"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, vulvovaginal pain, abdominal pain, headache, gastrointestinal disorder, gastrooesophageal reflux disease, irritable bowel syndrome, levator syndrome, tachycardia, myalgia, arthralgia, neuralgia, epistaxis, amnesia, fatigue, stress, disturbance in attention, parosmia, hyperacusis, hyperaesthesia or angioedema. The reporter commented: current status of the patient: I am now forced to move towards having the device removed, resulting in the removal of the fallopian tubes and the uterus, and possibly the ovaries. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], vaginal pain, abdominal pain, headaches, gastrointestinal issues [gastrointestinal disorder], reflux [gastroesophageal reflux], irritable bowel, proctalgia fugax, tachycardia, muscle pain, joint pain, electric pain [neuropathic pain], nosebleed, memory loss, fatigue, stress, difficulty concentrating [concentration impairment], hypersensitivity to smells [hyperosmia], hypersensitivity to noises [sound sensitivity increased], hypersensitivity to touch [touch sensitivity increased] & giant urticaria. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. 20218447) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced pelvic pain (seriousness criterion medically important), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("reflux"), irritable bowel syndrome ("irritable bowel"), levator syndrome ("proctalgia fugax"), tachycardia ("tachycardia"), myalgia ("muscle pain"), arthralgia ("joint pain"), neuralgia ("electric pain"), epistaxis ("nosebleed"), amnesia (" memory loss"), fatigue ("fatigue"), stress ("stress"), disturbance in attention ("difficulty concentrating"), parosmia ("hypersensitivity to smells"), hyperacusis ("hypersensitivity to noises"), hyperaesthesia ("hypersensitivity to touch") and angioedema ("giant urticaria"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, vulvovaginal pain, abdominal pain, headache, gastrointestinal disorder, gastrooesophageal reflux disease, irritable bowel syndrome, levator syndrome, tachycardia, myalgia, arthralgia, neuralgia, epistaxis, amnesia, fatigue, stress, disturbance in attention, parosmia, hyperacusis, hyperaesthesia or angioedema. The reporter commented: current status of the patient: I am now forced to move towards having the device removed, resulting in the removal of the fallopian tubes and the uterus, and possibly the ovaries. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.